Manufacturer narrative:
Continuation of d10: product ID 97745 ,serial# (B)(6), product type programmer, patient. H3: analysis of the controller (B)(6) found there was a damaged front case. The screw holes were stripped causing case separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that they were charging their implant. And the controller displayed software problem 1-intellis, 2-3.6, 3-243, 4-qf_port. Patient mentioned, the message appeared today when they where recharging their implant. And pulled it (agent understood as recharger) off. Patient stated, the controller was fine yesterday and they removed the battery the other day. Patient mentioned, when this doesn't work, we hurt. Agent walked patient through resetting controller. Controller showed recharging 40% and implant 30%. Agent confirmed, message was cleared on controller. And patient noted, there was a green light on the ac power supply. Agent reviewed, with patient to fully charge their controller then charge their implant. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned, they had one hand and broke 4 fingernails the other day. Patient called back escalated, because they controller had gone blank and unresponsive shortly after the troubleshooting steps they went through earlier today. Patient had checked the charging process and the controller screen would not come on. Agent walked patient through resetting with ac power cord by removing the battery and plugging into ac power. The green light began flashing after re-insertion of the battery. The controller was still fully charged and the implant was low. Patient mentioned, sometimes they had difficulty starting the charging session and finding the implant. Then the quality would flip between good and excellent. They had to stand at a 90 degree angle to establish connection to be excellent, which was terribly painful, due to their ruptured disc. Agent reviewed information about earlier message, and since they had just received a recharger replacement a couple weeks ago, the issue may have to do with the controller. So, that is what agent decided to replace. Agent sent email to repair.